Manufacturer narrative:
Additional information: d9, g3, h3, h6 -one unpackaged ar-6549q obturator lot: 0072220 was received for investigation. -visual evaluation noted no problems with the device. -functional testing was performed by inserting the ar-6549q obturator into an ar-6550 twist-in cannula and it was found that the obturator was able to be completely inserted and would sit flush against the twist-in cannula. -no problem found. -refer to investigation photos. -complaint allegation is not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/25/2023, it was reported by a sales representative via (B)(4) that an ar-6549q obturator would not fit down the commutation of 7x7 cannula and would stop around 2/3 way down. The device was tried on several cannulas. This was discovered during a rotator cuff procedure. The case was completed by using a new device with no patient harm.